Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor board was replaced. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the monitor made a beeping noise then shut off and wouldn't turn back on. The field engineer noted that the system would not boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.